Manufacturer narrative:
The device was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the olympus endoscope reprocessor had the first e99 outbreak and discovered that there was a mistake in the acecide check method. Even if the checker paper shows white (no concentration) 7 seconds after liquid removal, if it turns black over time, it has been incorrectly determined that there is no problem with the concentration. The issue occurred during reprocessing. There were no reports of patient harm or infections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that facility staff may have used the acecide checker incorrectly. The event can be detected/prevented by following the instructions for use which state: "perform concentration determination according to the procedure described in "how to use" in "how to use the acecide checker." Note 3: as time passes, the reaction progresses and coloring progresses. Please make your decision within the specified time." Olympus will continue to monitor field performance for this device.